Event description:
It was reported that the device will not get hot. No patient involvement reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found dirty, front cover has chips out of it on top and left side, corroded quick connect. Functional testing found that it was unable to duplicate/ replicate customer problem. The root cause of the issue was unable to be determine due to no problem found.